Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a qdot micro and the patient experienced a pericardial effusion that required a pericardiocentesis and prolonged hospitalization. It was reported that there was a minimal pericardial effusion noted during mapping phase. However, after the atrial fibrillation procedure, while the patient was in the recovery area, the patient became diaphoretic and hypotensive. A transthoracic echocardiogram was ordered and the pericardial effusion, which was small and stable during the procedure, had grown; worsened. It was reported to be an "extensive pericardial effusion". The patient was brought back to the electrophysiology (ep) lab and a pericardiocentesis was performed. The patient stabilized and was moved back to the recovery area and remained stable. The patient improved, however, required extended hospitalization a few extra days to monitor. The physician's opinion on the cause of the adverse event was that it was patient condition related or heparin use. Initial activated clotting time (act) was unknown but greatest act during the procedure was greater than 400. 17 ablations occurred with radiofrequency, 8 within the pulmonary veins and 9 outside of the pulmonary veins. There was no evidence of steam pop.